Event description:
Her one touch basic was previously set to the correct unit of measure setting; however, the patient is alleging that the meter had changed to the incorrect unit of measure setting. The patient had been getting meter readings in the "70-90" range for the past 4 months with complaints of dizziness, tiredness, and leg pains. Based on doctor's advice, the patient did not take her glucophage medication if her readings were under 110 mg/dl. About 2 days prior to contacting lifescan, the patient tested on her meter and got "9.6 mmoi/l" (she interpreted the reading as 96 mg/dl) right before she got a lab test done. The lab result was in the "190's mg/dl so the patient's doctor advised her to come in for a doctor's visit. In april 2006, the patient's doctor retested the patient on the doctor's meter and got "164 mg/dl" and discovered that the patient's meter was set to the wrong unit of measure setting. The doctor advised her to call lifescan and to continue taking her oral medications (glucotrol and glucophage). The reporter stated that when the patient restarted taking her glucophage, her symptoms immediately went away. This complaint is being reported because the meter was set to the incorrect unit of measure setting. The patient claims she interpreted her meter readings as "normal;" so she withheld her glucophage treatment while having symptoms of high blood sugar levels. Eventually, the patient sought medical attention, had her blood sugar tested, and was advised to continue her medication regimen. The customer care advocate walked the reporter through correcting the meter's unit of measure setting. The meter, test strips, and control solution were replaced with a one touch ultra kit.